Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). Rep reported that healthcare provider (hcp) asked rep to contact patient and see what's going on since patient paged his office. Rep said patient reported stimulation in thighs, face, arms, and genital area even with stimulation turned off. Rep walked the patient through turning all programs to zero and turning entire system to "stimulation off." The hcp followed up with patient after rep spoke to patient. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hcp told the patient to go to the emergency room, but they didn't think the hcp did so. The hcp has not heard back from the patient, so they assumed that the patient was doing better. No further complications were reported.